Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im ca 19-9 (ca 19-9) results for one patient which were discordant relative to alternate-method testing.siemens is investigating.

Event description:
The customer reports observation of elevated atellica im ca 19-9 (ca 19-9) results for one patient which were discordant relative to alternate-method testing when using ca 19-9 lot 550.an elevated atellica im ca 19-9 result was obtained as part of routine follow-up for a patient previously diagnosed with a malignant colon tumor.in order to be confident in the determination, follow-up testing was performed on new samples drawn 12 days later, using different analytical platforms at different laboratories. The reproducibly lower results produced by the alternate testing methods were considered correct, and the atellica im ca 19-9 results were identified as falsely elevated.there are no allegations of patient harm in association with the observed result discordance.